Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) had an ongoing degradation of left ventricular (lv) threshold. The device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.